Manufacturer narrative:
A company service representative examined the system and found a lack of synchronism of the receptacle motor. The loss of the synchronism of the receptacle motor with the control plate makes the system as if there was something locking the receptacle. The receptor mechanism plate was replaced. The system was then tested and met all product specifications. (B)(4).

Event description:
A nurse reported the system would not recognize the cassette. The patient had received anesthesia, but there was no harm to the patient. The procedure was not completed.